Event description:
According to the reporter: procedure: lap chole. End of the device started to come off, the doctor was able to remove the device from the patient. This had happened at the end of the case. No delay or patient injury reported. Nothing was left in patient cavity. Efforts have been made to obtain additional information. No further details have been provided.